Event description:
It was reported by patient's attorney that the patient was implanted with a stryker hip system and underwent revision surgery. Update: ¿on (B)(6) 2017 a right hip hemiarthroplasty revision and removal of femoral head and reimplantation of a bipolar hip arthroplasty was performed for a pre-operative diagnosis of "failed right hip hemiarthroplasty with right hip disassociation from unitrax head component and possible loosening.¿

Manufacturer narrative:
An event regarding disassociation involving a unitrax head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿in this ninety-six-year-old patient, failure to gain biologic fixation with early post­ operative evidence of stem subsidence progressed to further subsidence resulting in impingement of the host femoral neck and the unitrax head, which ultimately resulted in disassociating it from the trunnion. Subsequent revision to a cemented stem construct will prevent a recurrence of this scenario. Examination of the explanted components would confirm this mechanism and rule out factors associated with implant manufacturing or materials as contributing to this event.¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event of disassociation was confirmed by the clinician¿s review. The clinician¿s review stated, ¿in this ninety-six-year-old patient, failure to gain biologic fixation with early post­ operative evidence of stem subsidence progressed to further subsidence resulting in impingement of the host femoral neck and the unitrax head, which ultimately resulted in disassociating it from the trunnion. Subsequent revision to a cemented stem construct will prevent a recurrence of this scenario. Examination of the explanted components would confirm this mechanism and rule out factors associated with implant manufacturing or materials as contributing to this event.¿

Manufacturer narrative:
The following devices were also listed in this report: accolade hfx size #2; cat# 6077-0230 ; lot# unknown. Unitrax v40 sleeve -4mm; cat# 6942-6-060; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's attorney that the patient was implanted with a stryker hip system and underwent revision surgery.